Event description:
A customer reported a problem with their insulin pump, which involved button and charging issues that were not resolved by using different charging supplies. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump. They informed the customer that a replacement with updated software and training would be provided through the tandem source account. The customer acknowledged this approach and was instructed to allow the pump¿s battery to deplete before returning it with a pre-paid label.